Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, the patient experienced pain and has sustained injury (date/s of onset and specifics unknown). Reportedly, the patient underwent corrective surgery on (B)(6) 2011 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.